Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module between (B)(6) 2018. Based on the data provided for 4 patient samples, the na and cl results for all 4 patient samples were erroneous. Refer to the attached data for the patient results. The erroneous results were reported outside of the laboratory. After repeat testing was performed on a different analyzer, corrected reports were released. The repeat results were believed to be correct. The customer stated that on (B)(6) 2018 there were bubbles in the ise sipper tubing. The customer primed the line and performed calibration and qc. All results were acceptable. On (B)(6) 2018, during the weekly pipe procedure, the customer noticed bubbles in the sipper tubing again. The customer primed the line and ran ise checks. The sipper tubing was approximately 1 month old and pinch valve tubing is properly installed. The customer last replaced the electrodes between (B)(6) 2018. Prior to the event, the electrodes were replaced on (B)(6) 2018. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) contacted the customer over the phone and no issues were identified. Ise checks (x25) were performed by the customer and there were no problems. All system checks were successful and the system was operational. Based on the type of results the customer received, the investigation determined the root cause was air in the sample channel as observed by the customer.

Manufacturer narrative:
The field service representative visited the customer site and adjusted the tubing. There have been no further issues since the date of event.